Event description:
It was reported that the pt underwent a mast tlif at l4-5 using a 30mm x 9mm peek vertebral body spacer and rhbmp-2/acs supplemented with posterior fixation instrumentation. A surgical intervention was performed approx seven months post-op to perform a bilateral l4-5 decompression with removal of heterotopic bone. The revision surgery was undertaken in response to complaint of recurrent bilateral l5 radiculopathy, which was confirmed by lumbar myelogram and CT scans which found a sizeable ventral midline extradural defect with compromise of the l5 nerve roots and the left l4 nerve root.

Manufacturer narrative:
Although it is unk if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. Additionally, it is unk what contribution the concomitant use other MFR's products may have played in this event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Device was not returned to MFR for eval. Therefore, we are unable to determine the cause of the event.